Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump passed the displacement test. Pump received with normal operating current. Pump passed self test and unexpected restart error alarm test. No unexpected restart error alarm anomalies noted. Pump passed off no power test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 320 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.